Manufacturer narrative:
Complaint conclusion: as reported, the window of a 6f exoseal vascular closure device (vcd) had no reaction, remaining black on black, and it was pulled out of the patient. The plug was not placed, and manual pressure was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. There were no difficulties connecting the 6f unknown vascular sheath to the exoseal vcd. The indicator wire cover snapped into the handle assembly with an audible click, and pulsatile flow was observed from the backflow indicator. The exoseal vcd and the 6f unknown vascular sheath were withdrawn together until the backflow significantly slowed or stopped. The physician did not have their thumb on the plug release button during withdrawal, and the indicator window did not show a red color during withdrawal. The indicator wire loop was unfolded and visible when the device was removed from the patient, and no abnormalities were observed on the loop. A 6f unknown catheter sheath was used. The suitability of the femoral artery was angiographically verified, including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed moderate calcifications/plaques. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and the target site at the femoral artery had not been previously closed with a closure device or manual compression within thirty days before this procedure. There were no signs of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The exoseal vcd was used in a diagnostic procedure performed using a retrograde technique. The physician was certified to use the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. One non-sterile vascular closure device 6f was received for analysis. Per visual analysis, the unit was already inserted into a non-cordis sheath. The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received in the white/black position, and the cowling guard was found locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional test could not be performed since the unit was clogged with blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. No microscopic analysis was needed since the internal mechanism was reviewed during the functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that vessel characteristics (the puncture site showed moderate calcifications/plaques) and/or procedural/handling factors contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ also, within the special patient populations, ¿the safety and effectiveness of the exoseal vcd has not been established in the following patient populations: patients with fluoroscopically visible calcium, atherosclerotic disease, or stent = 1 cm of the puncture site¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) had no reaction, black on black in window and it was pulled out of the patient. The plug was not placed. Manual pressure was used to close. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging before use. There were no difficulties connecting the 6f unknown vascular sheath to the exoseal vcd. The indicator wire cover snapped into the handle assembly with an audible click, and a pulsatile flow was observed from the backflow indicator. The exoseal vcd and the 6f unknown vascular sheath were withdrawn together until the backflow significantly slowed or stopped. The physician did not have their thumb on the plug release button during withdrawal, and the indicator window did not show a red color during withdrawal. The indicator wire loop was unfolded and visible when the device was removed from the patient, and no abnormalities were observed on the loop. A 6f unknown catheter sheath was used. The suitability of the femoral artery was angiographically verified, including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed moderate calcifications/plaques. There was no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and the target site at the femoral artery had not been previously closed with a closure device or manual compression within less than thirty days before this procedure. There were no signs of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The exoseal vcd was used in a diagnostic procedure performed using a retrograde technique. The physician was certified to use the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.